Manufacturer narrative:
Patient identifier - requested but not provided age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, UDI - requested but not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor remained in the sheath of the system. It was reported that bleeding occurred in the procedure room however; there was no significant blood loss. Manual compression was applied to reach hemostasis. It was reported that there was no harm to the patient and that the patient was stable.